Manufacturer narrative:
Manufacturers ref (B)(4). D4) catalog# is unknown but referred to as günther tulip vena cava filter g4) PMA/510(k): k233680. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: I had a tulip put in (B)(6) 2024 after a pulmonary embolism. Attempt to remove the filter on (B)(6) 2024. It was not successful and one of the legs broke off. It was snared and retrieved. Patient outcome: partial tulip remaining in my inferior vena cava.

Manufacturer narrative:
Manufacturers ref# (B)(4). Additional information received states, that no leg broke of the filter. The filter was left in place. There was an issue with the glidewire, which is not a cook device. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 16sep2024: it is confirmed that the filter was left in place and no leg broke off. It was the glidewire that was retrieved.